Event description:
Customer reported the insulin pump kept alarming button error. Customer was unable to clear alarm or go into the device. Customer took out battery for 25 minutes and reinserted it and the device continued to alarm. Customer's blood glucose was 122 mg/dl. Customer does not recall any significant event that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had intermittent button response due to moisture damage on the keypad traces. The insulin pump had a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.